Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8065892; medical device expiration date: 2023-03-31; device manufacture date: 2018-03-06; medical device lot #: unknown; medical device expiration date: unknown; device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
Material no. 320109, batch no. 8065892, unknown. It was reported that during use of the bd ultra-fine¿ short pen needles the pen needle was difficult to remove from insulin pen. The following information was provided by the initial reporter: verbatim: consumer reported the hub is too tight to remove from the pen after the injection. He has to try it 5 times to remove it. He has had trouble with pen needles from 2 boxes. First box lot# 80165892; expiration date-03-31-2023; item# 320109; he is using the new humalog pen the last 3 days, still having trouble.